Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock stimulation and twiddler syndrome. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-36126. Related manufacturer reference number: 2017865-2021-36129. It was reported that the patient presented remotely via merlin.net. Remote transmission revealed inappropriate shock from right ventricular (rv) lead. The rv lead and the right atrial (ra) lead had been dislodged due to the patient twiddling with the implantable cardioverter defibrillator (ICD) and leads. An x-ray was performed to confirm the dislodgement. The physician elected to explant the ICD, rv lead, and ra lead. The patient condition was stable.